Manufacturer narrative:
Please note that the following has been updated based on additional information provided on 05/30/2017: describe event or problem. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On 30-may-2017, it was updated that this serious adverse event was unrelated to the ace 68. Per the principal investigator (pi), ¿device relatedness is very unlikely due to the long-time distance between treatment and new event (re-stroke). Patient compliance for dual antiplatelet was insufficient.¿

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was discarded by the hospital.

Event description:
The patient underwent a successful thrombectomy procedure on (B)(6) 2017 using a penumbra system ace 68 reperfusion catheter (ace 68). On (B)(6) 2017, the patient experienced sudden weakness and numbness on the left side of her body for a period of one to two minutes; however on admission to the hospital, the patient had no further symptoms, and the nihss score was 0. In addition, a CT scan done on (B)(6) 2017 showed no new stroke had occurred. The patient was admitted to the neurological ward for further monitoring and tests, and on (B)(6) 2017, an MRI showed signs of a new ischemic stroke of embolic origin in the medial cerebral artery territory, as well as evidence of previous strokes with possible involvement of the left insular cortex. The physician, therefore, changed the patient¿s anticoagulation medication, and the patient was discharged in good condition on (B)(6) 2017. The ischemic stroke of embolic origin was adjudicated to have an uncertain relationship to the ace 68.